Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor and the customer was therefore unable to test. Customer further reported he experienced dizziness and a loss of consciousness and required treatment of insulin injection (dose unspecified) by a healthcare professional for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.